Manufacturer narrative:
The device was returned for analysis. The reported activation failure could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult activation; however, factors that may contribute to difficult activation include, but are not limited to, interaction with anatomy, stent/balloon design and/or procedural technique. The reported foreign body in patient appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified and heavily tortuous lesion in the right coronary artery. The 4.0x15mm rx xience sierra stent delivery system (sds) was advanced to the target lesion; however, during deployment the stent moved and it was deployed completely out of the target lesion. The procedure was successfully completed with the stent deployment of a 4.0x15 xience sierra at the lesion site. There was no reported adverse patient sequela and no significant delay in the procedure. No additional information was provided.